Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, line a of channel 1 was programmed to deliver an unspecified concentration of lipids, at a rate of 10ml/hr, with a vtbi (volume to be infused) of 250ml. Line b was programmed in the piggyback mode, to deliver tpn (total parenteral nutrition), at a rate of 80ml/hr, with a vtbi of 1600ml, and the deliveries were started. It was reported that approx 3 hours later, the nurse noted that the lipid container was empty. The physician was notified. The device was removed from clinical service. The tpn therapy was resumed using a replacement device. The lipid therapy was not resumed. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing including delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).